Event description:
Additional information indicated the patient was last checked at the beginning of this year. The patient only had therapy twice in 2009. The outputs were set at 2.6 volts at 0.5 milliseconds in both chambers. The device has now been explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator approximately seven weeks ago. The device has now triggered end of life (eol) with a monitoring voltage of 2.17 volts and charge time measurements of 22.8 seconds. The device is in storage mode. A device change out procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers gate oxide within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.